Event description:
It was reported that the insulin gauge was inaccurate. The customer stated that they would reload the cartridge in an attempt to resolve the issue, but declined further troubleshooting or follow up from tandem technical support. There was no adverse impact to the customer's blood glucose level.